Manufacturer narrative:
Per the t:slim user guide, only humalog and novolog have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:slim system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus delivery. The customer's blood glucose (bg) level was 330-420 mg/dl and manual correction boluses were delivered to address the bg level. The customer performed a system check with the current supplies and the occlusion was found to be within the cartridge. Reportedly, the customer was using apidra insulin in the cartridge. The customer indicated that the insulin type would be discussed with a healthcare provider.